Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately detected a sinus tachycardia as ventricular tachycardia (vt) which led to possible inappropriate shock. The device is still in use. No further patient complications have been reported as a result of this event.